Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, at the half of the procedure, the stapler stops by half the clamp line and has not worked anymore. The shot stopped halfway. There was an incomplete staple line centrally. The jaws of the device locked on tissue and was remove by opening the device. A reload was also reported to have not fired. The stapler was replaced to resolve the issue in order to complete the case. There was no patient injury.